Manufacturer narrative:
A field service engineer (fse) followed up over the phone and instructed the customer to remove incubator cover and rotor. Customer found what looked to be a shredded wash probe tip on the bottom plate, removed the pieces and ran analyzer with no errors. No further action required by field service. The probable cause of the event was a shredded wash probe tip in the incubator. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013.

Event description:
On (B)(6) 2015 a customer reported error 4275 incubator slip error and a loud noise coming from incubator with their aia-900 analyzer. A field service engineer (fse) was dispatched on (B)(6) 2015 to address the reported event, which resulted in delay in reporting of patient results for hba1c patient result. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.